Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. Post-operatively, the pt experienced small pustules near the incision site. No additional info is known at this time.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.